Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working. When the customer turned it on, they could not get the button error off. It was stuck on the screen and they could only see the top half of the screen. The buttons were not responding. The insulin pump alarmed battery out limit and failed battery test. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump was received with all buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to verify failed battery test, battery out limit or perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Missing segments/partial display due to cracked lcd zebra connector. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window, cracked end cap and address label peeling/damaged.